Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-02561. It was reported that the patient experienced ineffective therapy after undergoing surgery in relation to an unrelated health issue. Reprogramming was unable to provide resolution. As a result, surgical intervention may be pending to address this issue. Note: this patient has two scs systems. This report is in regards to the scs system implanted on (B)(6) 2011.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-02561. Follow up revealed that the patient underwent surgical intervention to have their leads replaced.

Event description:
Device 1 of 2: reference MFR report: 1627487-2017-02561. Follow up revealed that this patient only has 1 scs system, which was implanted on (B)(6) 2013.